Event description:
It was reported that the device was found sealed and broken inside with metallic residue and loose screws. Investigation confirmed that the battery pack had leaked. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint has been recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified dark, metallic substance had leaked from the battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.